Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, minimum fill notifications occurred when attempting to load multiple cartridges. Reportedly, the cartridges may have been overfilled. Blood glucose level was 379 mg/dl. A new cartridge was loaded successfully and insulin delivery was resumed.